Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the insulin pump¿s reservoir popped off while it was being changed. Customer noticed it was chipped at its top compartment during the fall. No troubleshooting was performed, nor treatment was administered. Customer was advised to discontinue use of the insulin pump. The customer was advised that they would be receiving a replacement insulin pump and to revert to back-up plan per hcp¿s instructions. Customer was advised to return the broken insulin pump for analysis.

Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label, cracked battery tube threads and cracked case. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.